Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 5.9 inr/4.2 inr, 4.5 inr/3.3 inr, 4.7 inr/3.5 inr, 4.5 inr/3.1 inr, 4.3 inr/3.0 inr, 4.4 inr/3.0 inr, 4.3 inr/3.1 inr, 6.9 inr/4.5 inr, 4.1 inr/2.7 inr, 4.6 inr/3.4 inr, 5.1 inr/3.5 inr, 8.0 inr/4.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.